Manufacturer narrative:
(Complaint number: (B)(4)). Received 450096: 443pc batch 16c26 (11 pc batch 16b16, 1 pc batch 15d02, 7 pc batch 14h08 none of which are listed on customer complaint) for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and samples to our supplier for their investigation and comments. A review of documents of the concerned material/batch reveals no documentation which indicates a deviation. Retain samples and customer samples were visually inspected and no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but they safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between hub and protector (after lock) and return force (after lock) were all measured; all results were within specification. The complaint could not be confirmed.

Event description:
Customer states: on two occasions the 23g safety blood collection needle did not fully retract (the needle was still exposed) and as a result one needlestick occurred.